Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose and they allege insulin pump was under delivering. The customer blood glucose level was 563 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer stated backlight did not work. Customer reported that the insulin pump had unexpected restart error occurred last week. Customer was able to clear the alarm and able to complete rewind. Customer reported that the alarm occurred shortly after inserting a new battery. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned and other device will not be for analysis.